Event description:
Dialysis machine reading negative number. Patient was receiving continuous replacement therapy at the bedside. The dialysate scale was set at "o", the replacement fluid was set at 1500 cc/hour, but the fluid shown to be in the drain bag was a negative number. The gambro representative was called and he checked the unit, and recorded the history and alarms for his cqi department. Although the patient coded several times during the afternoon and ultimately died, this incident is not thought to be related to their death or the codes. Device malfunction - the device did not do what it was supposed to do.